Event description:
On an unknown date, an epic valve (model unknown) was explanted due to an unknown cause. No additional information has been provided.

Manufacturer narrative:
An event of valve explant for an unspecified reason was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, an epic valve (model unknown) was explanted due to an unknown cause. Additional information has been requested.